Manufacturer narrative:
Zoll medical corp. Has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. No adverse event reported.

Event description:
It was reported that during a cardiac arrest, the device stopped compressions indicated user advisory 45 (not at "home" position after power-on/reset). Ua 45 was later cleared, but it was noted that the drive shaft wasn't turned all the way to the home position. No adverse event reported.